Event description:
Veteran admitted to hospital around (B)(6) 2026 with dka and blood glucose >1000. Reported to have fallen and with kussmaul respirations upon arrival to emergency department. Taken emergently for computed tomography of head to evaluate for intracranial hemorrhage. Blood pressure medications started IV during initial resuscitation efforts. Wife having significant ongoing issues with guardian 4 cgm sensors. Sensors will not work as expected and communicate with insulin pump. Minimed (formerly known as medtronic) insulin pump will not pair new pump to veteran's phone app which would then allow wife to follow. After many repeated attempts including diabetes educator calling minimed technical support number, they could not establish communication between insulin pump and phone app. Diabetes educator downloaded pump but only information available is an overview, no data. Wife states it does not ask for need of bolus even when veteran is hyperglycemic. Sensors fail in very short timeframe. Wife unable to get minimed on phone when calling 1-800 customer service line after multiple attempts. She did get one call back but was unable to understand representative.